Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization due to insulin flow blocked alarm leading to hyperglycemia on (B)(6) 2025. The blood glucose level was 300 mg/dl and the patient was treated with injecting 25u insulin and intravenous fluids. No further information was available.

Manufacturer narrative:
E1:patient city: (B)(6), patient country: the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.